Manufacturer narrative:
A picture was returned showing a burette with a torn semi-rigid adaptor under the blue clave. The clave can be seen still attached by a portion of the adaptor. Additionally received one used list #142730490 plum 150 ml burette set. As received the blue clave was observed to be partially torn from the burette port. The deformation on the area of the break showed beach marks with smooth sections and was at an angle, typical of a bend break. The complaint of breakage can be confirmed. The probable cause is due to unintentional bending force applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 12/17/2024.

Event description:
The event involved a plum burette set where it was reported the clave additive port snapped off. Event was noted during infusion of an unknown solution. The set was replaced and therapy resumed without any problem. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. E1 initial reporter phone number: (B)(6).